Event description:
It was reported that multiple spectrum infusion pumps "consistently state that the infusion is complete when the bag is still half or completely full". It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.